Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor was tested and passed both isl (safety) and eit (performance) testing. Kmt engineering evaluated the returned therapy cable and observed a pin on the cable connector plug was broken off causing the reported failure. Will continue to monitor and trend service code issues for failure modes.

Event description:
Patient called in to report service required error code r201a(unsupported hardware version). There was no patient injury. However, the service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.